Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was an irrigation port leakage and the hemostatic valve dislodged issues occurred. During the procedure, the irrigation port was leaking so that when flushing it would leak out of the valve. The caller was in the procedure at the time of the event. They swapped for a new vizigo sheath. There was no patient impact or the procedure was not extended greater than 30 minutes due to the delay. Additional information was received. The hemostatic valve dislodged outside of the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. It was being flushed in preparation to be used on patient but was not used on the patient. The irrigation port leakage and the hemostatic valve dislodged issues were both assessed as MDR reportable malfunctions.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002437 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, the irrigation port was leaking so that when flushing it would leak out of the valve. The caller was in the procedure at the time of the event. They swapped for a new vizigo sheath. There was no patient impact or the procedure was not extended greater than 30 minutes due to the delay. Additional information was received. The hemostatic valve dislodged outside of the hub. No air entered the patient¿s body. It was being flushed in preparation to be used on patient but was not used on the patient. The investigation was completed on 22-may-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken and dislodged hemostatic valve could be related to the leaking and valve damage reported by the customer; therefore, customer complaint was confirmed. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).